Manufacturer narrative:
(B)(4). Sample is unavailable for evaluation. If additional relevant information is obtained, a follow-up report will be submitted.

Event description:
It was reported that a large volume infusor had pulled blood into the bladder. The event happened during infusion. There was patient involvement reported, however there was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.